Event description:
I donate plasma at (B)(6) center in (B)(6). Their machines have been giving false reading for a few visits causing me to find another center but they need to be looked into before they hurt someone for real. They took my pulse then had me sit for 5 minutes and my pulse was the exact same, which is very unlikely.